Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u124.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not display ECG rhythm's through ECG cables. There was no patient use associated with the reported event. Upon examination of the device, physio-control observed that it would not display ECG through ECG cables or paddles lead and, as a result, the need for defibrillation therapy (if necessary) could not be determined.